Event description:
A health authority received 38 reports of implanted intraocular lens (iols) in 25 pts with defects in the material creating glistenings or refractive anomalies the matrix of the lens. These defects have created disabling glare effects. Thirteen of the pts are bilaterally implanted; twelve of the pts are unilaterally implanted. This pt is bilaterally implanted. This report is for the left eye. No further info is expected. There are 38 pts associated with these events. This is the twenty ninth report.

Manufacturer narrative:
Eval summary: the product was not returned for analysis as the device remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).